Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited loss of capture. It was further reported that during the explant and replacement of the lv lead, the cardiac resynchronization therapy defibrillator (crt-d) set screw would not engage. Both the lv lead and the crt-d were explanted and replaced. No patient complications have been reported as a result of this event.